Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient (an optometrist) has noticed a gradual decrease in the quality of her vision in the past few years and feels it is related to glistenings. The surgeon also reported a yag was performed due to a cloudy capsule; thereafter, the patient still notices a "ground glass hazy appearance." The surgeon reported the patient has noticed diminished contrast sensitivity and significant glare when she examines patients. The surgeon reported that wavefront analysis and topography are unremarkable. The surgery was performed in 2003. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B)(4).